Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: 150129, ubd: , UDI#: h3: a manufacturing representative went out to the site to preform a system check out and there were parts replace and the system worked as intended does the the replaced part was returned and analyzed. It was noted that the cable jacket has separated at the lemo connector exposing the shield wire but no bare conductors. Otherwise, the cable passed a continuity test with no opens or shorts detected. 10,120,4307 are associated with system check out and product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site's em emitter cable has exposed wires where it bifurcates. There was no patient present when this issue was identified.